Manufacturer narrative:
The reported event of cloudy heard/material discolored was confirmed. Visual inspection of the header found some calcified body fluid on the device header consistent with the field reported event. Further visual inspection did not find any contamination or foreign material. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicates normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During a normal device exchange procedure, a cloudy header was observed on the device. The device was explanted and a new device was implanted successfully. The patient is stable with no consequences.